Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 600 mg/dl and insulin pump had hardware low level failures alarm. The customer was treated with manual injection and intravenous insulin drip. The customer also stated that they did allege insulin pump was under delivering. Customer was performed high pressure test and it was pass. Customer was in emergency room. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was active. The insulin pump will not be returned for analysis.